Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had exhibited high threshold measurements in the past. Current threshold measurements were reportedly satisfactory and no action was taken. The lead remains in use. No patient complications have been reported as a result of this event.